Manufacturer narrative:
Conclusion: a device history record (DHR) review is not required as the newly reported information does not indicate a potential manufacturing issue, device misuse or a quality deficiency. Additional information was received that one (1) day post surgical intervention, the patient right sided weakness with episodes of confusion and speech impairment. A computed tomography angiography (cta) revealed some gray/white matter abnormalities in the left occipital region, however was non-diagnostic for a cerebral vascular accident (cva). Based on the information received, the relationship between the patient condition and the valve or its function could not be established. Therefore, the cause also could not be determined. Neurological deficits and stroke are listed as potential adverse events in the instructions for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that one day post surgical intervention, the patient had right sided weakness with episodes of confusion and speech impairment. A computed tomography angiography (cta) revealed some gray/white matter abnormalities in the left occipital region, however was non-diagnostic for a cerebral vascular accident (cva). A magnetic resonance imaging (MRI) was unable to be completed due to pacemaker wires. Physical and occupational therapy were prescribed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that one day post surgical intervention, the patient had right sided weakness with episodes of confusion and speech impairment. A computed tomography angiography (cta) revealed some gray/white matter abnormalities in the left occipital region, however was non-diagnostic for a cerebral vascular accident (cva). A magnetic resonance imaging (MRI) was unable to be completed due to pacemaker wires. Physical and occupational therapy were prescribed. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the incorrect size valve was inadv ertently opened and implanted. Persistent moderate paravalvular leak (pvl) noted due to the undersized valve. Subsequently, the valve was surgically explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received inside a medium sized hospital specimen jar with no solution. The valve was discolored with evidence of blood contact. Coagulated blood was noted around the frame skirt. There was no evidence of distortion or damage to the frame. Leaflets were in the closed position with a gap between leaflet 1 and 3 and leaflet 2 and 3. All leaflets were intact with no tearing. Leaflets were stiff but flexible. All commissures were intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by valve positioning, valve sizing, patient anatomy, calcification level, or presence of pre-existing patient conditions. The observed pvl was most likely due to the incorrect valve size (undersized valve) that was inadvertently implanted in the patient. Per the device instructions for use (IFU), ¿the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician¿failure to implant a device within the sizing matrix could lead to adverse effects.¿ this event does not indicate a device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.